Event description:
It was reported that the customer experienced a low blood glucose of 45 mg/dl. Cause was not known. Customer drank apple juice to try and address bg. Ultimately, the customer called an ambulance for medical assistance. Tandem technical support attempted to gather additional information regarding the assistance that the ambulance provided; however, no response was received from the customer.